Event description:
Adverse event(s): "patient impact is unk" (no known impact or consequence to pt). Product problem(s); "priming issue" (failure to prime). A customer reported a priming issue. No add'l info was given. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The fluidics module was replaced and sent in for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).